Manufacturer narrative:
Supplement #2. Additional information: h3, h6, h10. Device evaluation summary: the device was returned to the apollo device analysis laboratory on 11/dec/2019. A deployed balloon without the fill tube was received. There is blue liquid present inside the shell. As the device was not received with the fill tube, a sample fill tube was used for device testing and there were no blockages noted and the flow of di water was continuous and unobstructed. The device was inflated with air; however, slowly deflated due to two small holes in the shell. Under microscopic analysis, the two small openings on the shell were noted to have striated edges which is consistent with damage from a surgical tool.

Manufacturer narrative:
Supplement #1. Additional information: concomitant medical products, device evaluated by MFR, additional MFR narrative. The device was returned to the apollo device analysis laboratory on 11/dec/2019. Analysis of the device is ongoing.

Manufacturer narrative:
Apollo has not received the product at this time. Therefore no analysis or testing has been done. A review of the device labeling notes the following: the current orbera365® intragastric balloon system directions for use (dfu) addresses the known and anticipated potential event of "deflation" as follows: the physiological response of the patient to the presence of the orbera365 system balloon may vary depending upon the patient's general condition and the level and type of activity. The types and frequency of administration of drugs or diet supplements and the overall diet of the patient may also affect the response. Each patient must be monitored closely during the entire term of treatment in order to detect the development of possible complications. Each patient should be instructed regarding symptoms of deflation, gastrointestinal obstruction, ulceration and other complications which might occur, and should be advised to contact his/her physician immediately upon the onset of such symptoms. Deflated devices should be removed promptly. Complications: possible complications of the use of the orbera365 system include: balloon deflation and subsequent removal.

Event description:
Company representative reported via email, "they have a 365 which lost fluidity and would like to send it in." Additional information noted: the patient noticed during the course, that the quantity of food increased again and the effect of the balloon decreased. In the end the balloon wasn't noticed. Event first noticed - middle of october, gradually over several days. Confirmed by ultrasound. The balloon could no longer sonographically depicted.